Manufacturer narrative:
Issue was solved by replacing the sensor board.

Event description:
Hamilton medical ag received the following event description: "-adjust the dp mixer zero potentiometer on the sensor board so that the dvm, not within range (20mv), not stable. -replace sensor board. ". Incident did not occur during ventilation, no patient involvement.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in maintenance and no patient was involved. The root cause was determined to be a faulty sensor board, respective faulty pressure sensor, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Hamilton medical ag received the following event description: "-adjust the dp mixer zero potentiometer on the sensor board so that the dvm, not within range (20mv), not stable. -replace sensor board. " . Incident did not occur during ventilation, no patient involvement.